Event description:
During ercp, biliary stent implantation was performed, user advanced the stent delivery system through wire guide to desired position and ready to release stent, user pressed the button but no response and the stent cannot be released. User changed to another stent to complete the procedure.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions